Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the power switch could not be pushed due to power switch failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7pro, visera pro video system center to olympus for repair due to a report that the power switch malfunctioned. Upon inspection and testing of the returned device, it was found that the power switch could not be pushed. This report is submitted due to the problem that the power switch could not be pushed. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 19-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the power does not turn on due to a power switch failure. The specific root cause of the faulty power switch could not be determined at this time. Corrosion of the video connector contacts as well as the battery draining were also found, however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.